Event description:
Covidien received info stating that an 840 ventilator had lines across the top portion of the graphic user interface (gui) display. The ventilator was not in use on a pt at the time the malfunction occured. The covidien customer support engineer (cse) inspected the device and verified the malfunction. The cse replaced the graphic user interface (gui) central processing unit (cpu) printed circuit board (pcb) and backlight inverter printed circuit board (pcbs). The cse performed extended self-testing on the device and all tests passed.

Manufacturer narrative:
(B)(4).